Event description:
It was reported that approximately three weeks post implant of the implantable pulse generator (ipg) system the patient developed an infection. Blood cultures were positive and the organism was identified as "staph". The ipg system was explanted, the patient treated with antibiotics and later replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.